Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is possible that the user could not perform reprocessing properly due to leakage from scope cover and remove the foreign material. A definitive root cause cannot be determined. User can detect/prevent the suggested event by following IFU below. Detection method is described in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are described in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the distal end had residual liquid and the forceps elevator had foreign material. There were no reports of patient involvement.